Event description:
According to the available information after placement of the catheter, after surgery, the balloon ruptured. A second catheter was placed; however, this balloon also ruptured. The patient experienced pain during removal of each catheter, and also experienced urinary retention.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 8341166. In october, we received one used sample with balloon burst. After disinfection we noticed that the balloon was burst. A similar case study was performed based on same item number ab61, same defect: balloon burst, over last four year; 5 similar cases were found.

Event description:
According to the available information after placement of the catheter, after surgery, the balloon ruptured. A second catheter was placed; however, this balloon also ruptured. The patient experienced pain during removal of each catheter, and also experienced urinary retention.